Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient went to bed last night and experience some pain, but when he woke up this morning, he was a miserable wreck. The patient saw his neurologist that same morning for botox injections and discovered that the implantable neurostimulator (ins) was empty; the botox injects were reported to be unrelated to the device/therapy. The patient was upset that 3/4 of his battery depleted in less than one day. The patient stated he is charging too often as he needs to charge once every 7 days. The patient also reported that the health care provider (hcp) told him that he was overworking the ins. It was later reported by the patient that icon that indicates his stimulation is on wasn't working; it didn't have the lightning bolt in it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.